Event description:
It was reported that during an attempted implant, the outer blue sheath of the left ventricular (lv) lead failed to deploy. The lv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).